Event description:
Zoll sales representative performed a refresher auopulse training at the customer site. When the autopulse platform sn (B)(6) was powered on, the lcd screen was blank, and the platform couldn't perform compressions. The zoll representative tried multiple batteries, but the issue was not resolved. No patient involvement.

Manufacturer narrative:
Zoll has not received the autopulse platform in complaint for investigation. A follow-up report will be filed if and when the product is returned and investigation has been completed.

Manufacturer narrative:
Sections d9 and h3 were updated. H6 (investigation codes) were updated. The reported complaint regarding the autopulse platform (sn (B)(6)) having a blank lcd screen and being unable to perform compressions at power-up was confirmed through visual and functional inspections. The root cause was identified as a malfunctioning processor board, likely due to failed components. The archive data could not be downloaded due to the defective processor board. The initial functional test could not be conducted because the lcd screen was blank, and the autopulse platform made a continuous clicking noise upon power-up and did not deliver any compressions, confirming the reported complaint. The malfunctioning processor board was replaced to address the reported complaint. After replacing the processor board, the autopulse platform was tested with zoll medium torso fixture for approximately 15 minutes with no issue. Following service, the autopulse platform passed all testing criteria. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaints were reported for the autopulse platform with serial number (B)(6).